Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis system was not communicating due to disk space being full. A field service engineer worked with customers from the pharmacy to troubleshoot the station. Diagnostics revealed that the ip address required updating and the station's serial number was incorrectly configured. The hard disk drive was cleaned, a data sync was performed, and remote smart service (rss) software along with its settings were updated. The station was rebooted multiple times to confirm successful configuration and functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es pyxis was not communicating due to disk space being full and user requested to clean disk space. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es pyxis was not communicating due to disk space being full and user requested to clean disk space. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.